Event description:
Voluntary medwatch received states that the patient experienced discomfort due to pocket stimulation. The device diagnostic (cl) report revealed polarity switches repeatedly and impedance warning on the right ventricular (rv) lead. No patient condition or intervention was reported.